Manufacturer narrative:
Exact date unknown, event occurred two weeks after the implant procedure. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7071775.

Event description:
It was reported that the patient had inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was repositioned back to its original location. The lead remains implanted in the patients body. The patient was doing well postoperatively.